Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was at 388 to 500 mg/dl the night prior to the call before they went low. The customer was given intervena to treat. The customer was wearing the insulin pump during the incident. The customer occasionally gets no delivery alarms and they change their infusion set. Troubleshooting was not completed as the customer did not have the time. The insulin pump will not be returned for analysis.